Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: updated event date provided for reporting. D11: additional concomitant device reported. E1. Initial reporter facility name and address. H11: b3 correction provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B3.

Manufacturer narrative:
Only event year is known. PMA/510k: this report is for an unknown screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, that a patient experienced postop nonunion. The surgeon removed the two column variable angle distal radius plate. The surgeon then re-reduced fracture and placed variable angle distal radius volar rim plate. The devices were implanted on (B)(6) 2020 and removed on (B)(6) 2020. The procedure was successfully completed. Concomitant devices reported: 2.4mm va-lcp 2-clmn vlr dstl radius pl 6h hd/3h shaft/left (part number 02.111.631, lot unknown, quantity 1), screws: cortex (part number unknown, lot unknown, quantity 2), distractor pins (part number unknown, lot unknown, quantity 4). This report involves one (1) unknown screws: cortex.. This is report 5 of 8 for (B)(4).